Event description:
Ethicon harmonic ace 7 shears 5mm ref: harh23 produced error on generator after 1.5 hours of use and handpiece stopped working. Proceeded through steps that populated on harmonic generator (removed instrument from patient, cleaned handpiece, tightened handpiece, and retested). Product continued to fail to work. No harm to patient. No delay to care. New handpiece acquired from cs - continued procedure. FDA safety report ID# (B)(4).